Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank and the x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an overload fault error message. This error causes the system to shut down. There is no report of injury or death associated with this event.